Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a failure to receive glucose readings on the ilet when using a libre 3 plus sensor, attributed to the sensor being connected to the libre mobile app and therefore unavailable for pairing with the ilet; the user entered manual blood glucose values overnight and sought assistance to connect to an alternative cgm until a replacement libre sensor was available. Symptoms included hyperglycemia with a reported peak blood glucose of 263 mg/dl and elevated glucose above 180 mg/dl for approximately 2 hours, without severe symptoms or need for assistance. Outcomes included no medical intervention, no ketone testing, and no alerts for extreme hyperglycemia. Investigation included troubleshooting and user education regarding sensor pairing behavior and the requirement to use a new libre sensor not paired to the libre app, along with guidance to avoid concurrent app use to prevent conflicts. Investigation of this case revealed that the sensor was in use by another device, resulting in pairing failure with the ilet. It was concluded that the event was due to sensor pairing to a different device rather than a malfunction of the ilet. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.